Event description:
It was reported that a cartridge change error occurred with the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to inspect and clean the pump components, successfully complete the cartridge load process, and resume insulin delivery.